Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient had fast-fix 360 implants inserted on (B)(6) 2013 that were removed on (B)(6) 2013. It is reported by the patient that she sustained a permanent injury to the saphenous nerve of the right leg that is claimed to be associated with the use of the fast-fix 360.

Manufacturer narrative:
The patient reported permanent injury to the saphenous nerve of the right leg during a meniscal repair approximately three and half years ago. However, no supporting clinical/medical documentation or radiographs have been provided. It was communicated via email that there will be no further information forthcoming from the patient. Therefore, based on the lack of clinical/medical records, a thorough medical assessment is not able to be performed at this time. Evaluation narrative: examination was not possible, as the devices will not be returned. The investigation was limited to the information provided as the device will not be returned for examination. The investigation could not draw any conclusions about the reported event. Further investigation is not warranted at this time.